Manufacturer narrative:
In may 2015 siemens informed all potentially affected users about the reported issue via a customer safety advisory notice (csan). The csan was distributed via an update instruction sy037/15/s and reported to FDA under c&r report # 2240869-05/08/15-0013-c (z-1704-2015). In december 2015 siemens provided a field modification (ui sy038/15/s) to resolve the repported matter. The corrective action was completed in march 2016.

Event description:
A batch transaction was started by the customer at midnight. The customer has a sorian interface and batching of orders turned on. The transaction that came across the interface was an order. The syngo workflow slr read transaction into the system. Since a batch procedure was initiated, the system waited until the next transaction came across the interface. If the next procedure was for the same patient, the system would batch them together and wait for another transaction for the same patient that comes in not in order. All orders are then processed together by the syngo workflow slr. The maximum wait time is 10 seconds. If no transactions are received within 10 seconds, then the existing orders get processed. In the reported case before another transaction was received from the interface, a shutdown request to restart this process was displayed. The request came from the syngo workflow slr as a part of scheduled system maintenance activity. When the customer hit a new day function, all processes on the application server were restarted. Since the messages were stored in the buffer which was not processed before the restart function, the transaction was lost without any indication to the user.

Manufacturer narrative:
While a fix in the software version va32 was thought to have corrected the reported issue, the investigation has shown that there is a potential for this issue to occur which is not covered by the software version va32. The va32 fix addresses the issue after the completion of the read "while loop" based upon the status of a shutdown trigger. There is a specific sequence of events that could cause the issue to occur before the end of the "while loop" due to a timing issue between the end of the "while loop" and the "kill process" signal. A workaround is available to the user to avoid the issue - turning off batching of orders feature will technically prevent the reported issue from occurring. A customer safety advisory notice will be distributed to all potentially affected customers to inform about this issue. A software solution is also being developed by siemens. The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. This report was submitted 04/01/2015.